Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the returned product specimen was visually examined. The valve was discolored showing evidence of blood contact. All leaflets were found to be in the closed position and were slightly stiff but flexible, possibly due to the blood contact and/or the decontamination process. All leaflets and commissures were intact. The valve was then tested in-house on the pulse duplicator at 70 beats per minute/65% diastole; c.o. Of 5 l/m. Hydrodynamic testing data showed the gradients were higher than the historical testing data. The regurgitations were found to be within the baseline testing range. High speed video showed the leaflets appearing to be slightly crowded with the left and right cusps dominating the available area. This appeared to be exacerbated by bent lr and nl commissures (which would impact leaflet crowding by pushing the leaflet structures closer together). However, there was no evidence of leakage at any flow rate. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Based on the investigation and analysis findings, there was no evidence of anomalies found on the device.

Manufacturer narrative:
Changed event description to: medtronic received information that immediately upon implant of this bioprosthetic aortic valve, the surgeon reported that one leaflet appeared damaged (bent leaflet), after the surgeon removed the cinch implant mechanism from the valve. Prior to implant completion, it was not possible to see this cusp because the cusp was covered by the cinch. Using some water, the cusp returned to a normal position and the physician closed the aorta. During the intraoperative echocardiogram, the valve showed elevated gradients with regurgitation across the valve. The valve was explanted and replaced resulting in a prolonged procedure and additional surgery to replace the ascending aorta. No other adverse patient effects were reported. (B)(4).

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information that during the implant of this bioprosthetic aortic valve, once the surgeon removed the cinch mechanism from the device, the physician noted that one leaflet appeared longer than the others. It was noted by the physician that during the pre-implant testing of the valve, the valve showed complete competence. The physician completed the procedure, but a postoperative echocardiogram showed elevated gradients and regurgitation across the valve. The valve was explanted and successfully replaced. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.